Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2022-00037.

Event description:
It was reported that the removal pliers were catching the peek cartridge and pulling out the bottom portion of two mobi-c implants while detaching the cartridge after installation. Both mobi-c implants were removed and replaced to complete the procedure without patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation only one plate, the mobile core, and the peek cartridge were returned. Visual inspection revealed no apparent issues with the peek cartridge. Without return of the full device, a functional test could not be performed. X-rays were provided showing the implant disassembly. Potential cause root cause was unable to be determined. This event could possibly be attributed to inserting the device off-axis, turning the knob too far prior to full removal, or attempting to adjust the positioning while inserting the implant. DHR review per DHR review, the parts were likely conforming when they left zimvie control. Device use these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the removal pliers were catching the peek cartridge and pulling out the bottom portion of two mobi-c implants while detaching the cartridge after installation. Both mobi-c implants were removed and replaced to complete the procedure without patient impacts. This is report two of two for this event.